Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A trauma to the head occurred in (B)(6) 2015 which required stitches. Patient's hearing performance is reportedly not consistent. A CT scan and further check have been recommended.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. In situ measurements starting from 2014 shows an increase number of failing channels over time. Reportedly in (B)(6) 2015 an impact to the head was experienced, which might have contributed to the device mobilisation. In addition, as per the implant registration card, an incomplete insertion of the active electrode array with two channels outside of cochlea was achieved at the time of initial implantation. This is a final report.

Event description:
Bilaterally implanted patient had a trauma to the head in (B)(6) 2015 and had to receive stitches in the front/middle of her head. This complaint is for left side. Patient's hearing performance is reportedly not consistent. Patient was successfully reimplanted on (B)(6) 2017.